Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user had a communication error were patient profiles were not able to be pulled from the device, user rebooted the device, unloaded and reloaded the drug. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remotely accessed the server and reviewed the affected station under sync information 2.0, confirming that the station was successfully synchronized with no errors reported. Further the customer confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist assessed the device.